Event description:
According to the reporter, during a gastric bypass procedure, for the first firing, the stapler did not fire. For the second stapling, the material caught. It was necessary to use another stapler. The jaws of the device got stuck and locked on tissue. They had to be pried off with an additional tool. There was no damage to the patient.